Event description:
It was reported by the biomed that, the cardiosave intra-aortic balloon pump (iabp) unit had an internal helium leak. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the helium fill manifold assembly. The fse performed full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following was performed by the technician of the maquet failure analysis & testing department wayne, nj. The fat received part with a reported unit failure of internal helium leak. Performed visual inspection of helium reservoir and the helium reservoir appear in good condition. Installed the helium reservoir into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing dept. Verified the failure of internal helium leak. The helium reservoir assy, could not hold the helium while testing. The helium reservoir failed testing. Retaining the helium reservoir in the fat dept. As per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an internal helium leak. There was no patient involvement.